Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On july 08th 2021, senseonics was made aware of an adverse event where user experienced hypoglycemia due to inaccuracies in sensor readings and user went to hospital and taken to emergency room.

Manufacturer narrative:
The complaint was investigated and based on the in-vivo data in dms, the mismatch between sg and bg was potentially caused by an inappropriate calibration of the system by the customer, as she is likely using sg values for bg when prompted to calibrate his system. User received insulin to lower her glucose levels. No other medication was prescribed. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 19.